Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, into a patient with mildly tortuous anatomy and calcification in the aortic annulus, the valve dislodged. It is unknown what caused the valve to dislodge. The position of the valve following dislodgement occluded coronary blood flow. Subsequently, the valve was explanted. A second valve was attempted to be implanted via direct aortic approach, but was unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the second medtronic valve was not implanted due to challenging patient anatomy. Consequently, the procedure was converted to surgical aortic valve replacement and a non-medtronic bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.